Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The amulet was successfully implanted. On (B)(6) 2024, the patient had a 45 day follow up, a peridevice leak (pdl) was noted measuring 3mm. The patient had a history of atrial fibrillation and resumed oral anticoagulants.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during 45-day follow-up the tee showed device migration and peri-device leak measuring 3 mm. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that during procedure, the close criteria were satisfied and the amulet was successfully implanted, however imaging of the initial implant procedure was not provided for review. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the close criteria were satisfied and the amulet was successfully implanted. On (B)(6) 2024, the patient had a 45 day follow up transthoracic echocardiogram (tte), it showed the implanted device was shifted its position and a peridevice leak (pdl) was noted measuring 3mm. The patient was resumed on oral anticoagulants and will be reevaluated in 90 days.